Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle was removed a needle tip did not capture the cuff. The device was removed and a second proglide was used with the same results. A third proglide was used to achieved hemostasis. There were no reported pt adverse effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #2 proglide, part# 12673-03, lot # 70091-6h, is being filed under a separate manufacturer report number.